Event description:
The staff reported that when she tried to activate the ice pack and squeezed it, the ice pack just burst open and splashed liquid to the staff and patient's clothes. Manufacturer response for ice pack, cardinal health cold t-pack (per site reporter). Actions by the sales representative: email instructional brochures and video for ice pack activation. Follow-up with staff in supply chain to determine if hospital has ice packs onsite with the same lot number, #v8n296, as the sample provided today. Follow up with nurse manager.